Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance, and oversensing with a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant. Model: 407645, lead; implant: 2007-(B)(6), model: 4549, competitor lead; 2007-(B)(6). (B)(4).